Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. During analysis, the reported event was verified via merlin.net logs. However, it could not be replicated. The cause was traced to an incorrect speeding setting on the compact flash, which was associated with the reported error.

Event description:
Related MFR number: 3004936110-2018-00224. It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.